Event description:
This is the sixth of seven reports of endophthalmitis received from an ophthalmologist associated with post operative cataract extraction with posterior intraocular lens implant. In this case, surgery was done on 12/16/94. A model 809f/+19.0(d) was implanted into the right eye post cataract extraction. On 12/29/94, findings of endophthalmitis were noted on exam and the pt was referred to a specialist. Vitrectomy was performed and a culture was positive for staphylococcus coagulase negative. The ophthalmologist has had eight occurrences of endophthalmitis, seven associated woth lenses mfg co and one with another brand lens from 10/17/94 to 9/19/96. Currently a hosp investigation is in progress. A review of batch records for this lens which included sterilization process and sterilization tests revealed no deviations. Add'l info is being sought as well as a report of the hosp investigation.